Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Investigation conclusion.

Event description:
It was reported that after use, an unknown specified bd sst tube leaked in a lab coat pocket. There was no report of injury or medical intervention reported.